Manufacturer narrative:
(B)(4) - broken advancer. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not advance into the jaw. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It could not be determined what may have caused the incident reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the sheath (shaft) near the end of the jaws had cracks. When they observed the clips they were malformed during clipping of the vessels. It is not known if this was the initial firing. The surgeon was firing the device. They used another like device to complete the procedure. No additional information was provided to the rep. There was no patient consequence reported.